Event description:
During assistance with a check lines and bags alarm on the homechoice machine which occurred during use, during dwell 3 of 5, the home patient's caregive (cg) revealed she had disconnected a solution bag and connected a new bag. The technical service representative (tsr) explained to the cg that bags should not be changed out mid-setup and assisted with ending therapy on the cycler. The cg would end therapy for the day. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, she stated as far as she knew the patient has been continuing therapy without further problem. The pd rn stated there have been no negative effects from the use error. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the patient replaced a solution bag while in therapy. Disconnecting and reconnecting the same supply lines can cause contamination. Patients are advised to end therapy if a bag becomes disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.